Event description:
Dear FDA device recalls division: I am writing as a concerned patient in possession of a recalled respiratory care device that is not clearly listed on philips web site as recalled. I have an alternative device, so my health is not at risk, but there may be others who are misinformed regarding whether their device has been recalled. There are multiple problems here: philips lists the products by various names, but as a consumer, it is sometimes difficult to associate a name with a series. For example, on philips' web site, they list the system one 50 and 60 series, but in the recall letter, they list the systemone q-series. Are the system one 50 and 60 series the same as the systemone q-series? Maybe, I don't know. However, these words do not appear on most of the units. For example, I own a remstar auto a-flex CPAP. The words system, one, q-series, and 50 series do not appear anywhere on the unit, nor in the manual, but that's what it is. A consumer could easily conclude from the web site or the recall letter that their unit is not recalled, because the internal corporate designations used in the patient-facing materials are not how the units are actually labeled. For patient-facing information, the models should be listed by the names the patient sees on the unit, not by the manufacturer's internal product-line jargon. The web site and the recall letter contain conflicting information. On the web site, the remstar se is listed as not recalled (along with the m-series remstar and sleep easy cpaps) on the web site. In the recall letter, the remstar se auto is listed as recalled, but is not mentioned on the web site. Is this a different model based on the "auto" designation? Why is the remstar se auto se not mentioned on the web site? How many other recalled units are omitted or mis-designated on the patient-facing web site? 3. In addition, the web site registration is confusing. If the user enters the wrong serial number (such as putting a letter o where it should be the number 0), it responds with a message that the serial number is not recognized as an affected device, and advises checking the number again. Why does it say "not recognized as an affected device," when it should say, "this is a wrong number, you don't have an answer at all." They have already changed the message (it was worse before) but it still seems destined to confuse users. Philips could easily program their system to recognize whether the number inputted is a legitimate number or not, but instead they have chosen to deliver a message that may cause an unwary consumer to believe a recalled device is not recalled. This is a class I recall, and I believe philips owes it to their customers to provide accurate and consistent information in a usable form. They have failed to do so, in several ways that will cause patients to believe their recalled units are not recalled. Their web site and registration system should be fixed, and they should send a new recall letter with intelligible information regarding which models are actually recalled. Sincerely, (B)(6), md, phd. FDA safety report ID # (B)(4).